Event description:
Pt used rebiject to inject rebif into their left arm, and during the injection they experienced a muscle spasm in right hand resulting in the needle "sticking in upper left arm." The pt initiated therapy for multiple sclerosis with rebif 8.8 mcg given 3x/week via subcutaneous injection on an unknown date. At the time of the event they were administering rebif 44 mcg via rebiject. No medical history was reported. Baclofen was the only reported concomitant medication. Following rebif injection the needle was not visible to the pt. They were evaluated in the emergency room. The pt reported pain only when pressure was applied to their arm. They had been icing the injections site as recommended by the neurologist. An x-ray done in the emergency room showed that the needle was located in the upper left arm laterally, between the muscle and bone. The pt was referred to surgeon for removal, as needle was "in too deep" to be extracted in emergency room. A surgical appointment wasn't available for three weeks, so the pt contacted neurologist who arranged a second emergency room evaluation. A second x-ray confirmed position of needle. The pt was seen in surgical consultation 7 days later and outpatient exploration for removal of foreign body was performed under local anesthesia. This surgeon attempted to remove the needle from the pt's shoulder, but was not successful. They said that he did not plan further surgical intervention, since it "might cause more harm than good". The surgeon said that "the needle was not near a vital structure and poses no immediate risk to the pt", but there is a small risk for infection. He planned to see pt in follow-up. Follow-up info was received from the emergency room physician. A second surgeon performed an outpatient surgical procedure under local anesthesia. The needle was removed. 2 days later the surgeon reported that the pt was "doing well and very relieved to have the needle out". The surgeon reported pt "was insistent about having needle out". The needle was deep to the muscle and not palpable on examination. Under fluoroscopy it was easy to identify and a "very small like a tuberculin needle" was removed. The physician's determination was that "in no way was this a serious adverse event". No further therapy was recommended, and pt had an unremarkable postoperative course.